Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed the displacement test, active current test and self-test. No blank display noted during testing. However, high sleep current found during testing. Unable to download history files and traces using thus. Unable to create a power management graph due to unable to download. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and the force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and scratched case. Blank display not confirmed. High sleep current due to moisture damage electronic assembly. Exposed to moisture was confirmed. Unable to download due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank and also reported pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1715k was requested and customer response was the device will be returned.